Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. Upon consecutive startups, the iesu displayed a solid white screen and remained white.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator display was white and did not start. The procedure was completed robotically but with an external energy device. Troubleshooting was completed before the site decided to install an external energy device. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.